Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 4 years post-implant, it was reported that the patient experienced low speed alarms and was admitted into the hospital. A pump stoppage was reported to be seen in the system controller's history. An x-ray was taken and add'l info was rec'd that the pump was exchanged approximately 5 days later as the x-ray showed potential damage to the internal portion of the percutaneous lead.

Manufacturer narrative:
The patient remains on lvad support with the replacement pump. The manufacturer is attempting to acquire the explanted pump for analysis. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.